Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone catheter appears to have a ridge on the catheter balloon. Additional information has been requested.

Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. The reported event was confirmed; however, the cause is unknown. Per the visual evaluation, a cuff roll was not observed. However, the reported event was confirmed under preliminary evaluation made by a field assurance engineer upon initial receipt of the sample. During the functional evaluation, the balloon was inflated with air and deflated, and a cuff roll was not formed. Subsequently, 10cc of a mix of water and blue methylene was introduced with a syringe. The catheter was left for 3 minutes resting on a flat surface. It was allowed to deflate on it's own and a cuff roll was not formed. The dimensional evaluation of he catheter was found within specifications. The results of the dimensional evaluation are as follows: short side= 0.7510¿, long side=0.7900¿ (the active length should be 0.60¿ to 0.90¿). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 5 cc balloon: use 10 cc sterile water." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the silicone catheter appeared to have a ridge on the catheter balloon. Additional information has been requested.